Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces. "And "inadequate range of motion due to improper selection or positioning of components." And ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ and ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01628 / 2013-05496).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2012, for an unknown reason. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports revision was due to patient allegations of pain, swelling, inflammation, bone and tissue damage, lack of mobility, loosening of the implant, fracture, dislocation, metal debris, loss of range of motion and elevated metal ion levels. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2012, for an unknown reason. The modular head was removed and replaced. Additional information received from patient's legal counsel alleges revision was due to pain, swelling, inflammation, bone and tissue damage, lack of mobility, loosening of the implant, fracture, dislocation, metal debris, loss of range of motion and elevated metal ion levels. The modular head and taper adapter were removed and replaced. Additional information received in operative report noted patient was revised on (B)(6) 2012 due to pain, metallosis and synovitis. Operative report further noted inflamed synovium and an abnormal gray exudate throughout the hip joint during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.